Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two pictures and a sample was received for evaluation. Based on image provided, leakage could not be confirmed. The returned sample was visually inspected under normal lighting. During visual inspection, no marks or stains were observed on tube surface, reflux connector or swivel connector. A delamination was observed between assembly connector, this condition could cause leakage. During functional testing, a leakage test was performed in order to verify if leakage can be caused by cracking on luer connector. The sample did not pass leakage test. Based on the leak test results, the reported complaint was confirmed. Root cause was found to be a lack of solvent, caused by not following the manufacturing procedure. An awareness notification was made to production personnel in order to explain the importance of following the manufacturing procedure.

Event description:
It was reported the device was in use and leakage was noted at the connector. No adverse effects reported.